Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a generator change. While in surgery, the patient went into ventricular fibrillation and the physician shocked his heart with an external defibrillator. As a result, the device went into a bvvi mode. Physician proceeded with the surgery without restoring the pacemaker. The device was explanted and replaced.